Event description:
While drilling left tibia the reamer broke at the junction point of the outer spiral wrapping, nearest pt end. Pieces from the tool were successfully removed from the tibia, no ill effect upon pt.